Event description:
Healthcare professional (hcp) reported home pt (hp) had peritonitis while using the homechoice cycler for automated peritoneal dialysis (apd) therapy. Hp had reported feeling abdominal pain on 6/21/00 during the apd therapy and contacted the hcp the next day. F/u with the hcp reveals a culture of effluent was taken, resulting in staphylococcus epidermis. Hcp relates the hp was treated with vancomycin over a 4 week period as the peritonitis was recurrent. Hcp further relates the hp was found to have a tunnel infection and the catheter has been removed as a result. Hcp relates the hp has been switched to hemodialysis temporarily and plans to eventually return to apd therapy. Both the hp and the hcp do not attribute tunnel infection to the homechoice cycler or baxter products, however, they do not know what to attribute it to. Hcp has no further incident details to provide.